Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. No unexpected vibrating or audio anomalies were noted during testing. No moisture damage was noted on the motor or electronic assemblies during the visual inspection.

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. The customer stated that the insulin pump was vibrating and beeping. She also reported that there had been insulin which leaked from a reservoir about 6 months prior. She stated that the insulin pump had been exposed to fluid from that leak with no moisture damage observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.